Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary 4-1 failure was found. A field service engineer (fse) ran a hardware test application (hta) and discovered the drawer stuck, leading to it shutting down. The rear cover was removed, and the release lever was forcefully released, revealing a medication wrapper stuck in the sensor bracket. The drawer was tested successfully in the hta. Front panels on drawers 4-2 and 2-1 were replaced. Drawer 4 was hard to open and remained stuck even after manual release, revealing a defective left rail. The rails were replaced, but the release lever caught on the latch sensor bracket. The inseparable and plunger were replaced, but the issue persisted. The retractor band was replaced, and the drawer was successfully released in hta. Despite replacing the solenoid, the drawer continued to click. The release lever was removed, but the clicking persisted. It was determined that the mother board and the drawer itself were defective. A new es drawer was ordered and replaced. The device was unloaded, reloaded, reconfigured, and worked as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary drawer was not opening. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.